Event description:
A malfunction on the pump was reported. The customer's blood glucose level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Technical support assisted the caller in resetting the pump. The customer was advised to continue using the pump and to contact support if any further malfunction codes appeared, which the customer acknowledged.